Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers 3006705815-2022-15525, 3006705815-2022-15526. It was reported that the patient was not receiving effective therapy from their system. It was found that one of the leads had high impedances. Additionally, the ipg has reached it's end of life. In turn, surgical intervention may take place to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention on (B)(6) 2022 wherein the ipg was explanted and replaced. Nothing was done to the leads. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.